Manufacturer narrative:
The field service representative (fsr) ran the unit using the customer's tubing and with his tubing, and received the same result. The fsr checked the hater breakers and found both of these were tripped. The fsr spoke to the user facility's perfusionist regarding the breakers and he explained they probably packed the unit too full of ice and didn't have any water left to flow across the heaters. This will cause the heaters to over-temp and pop the breakers. The fsr reset the heater circuit breakers, completed a full preventative maintenance inspection and brought the heater cooler unit to manufacturers specifications before being returned to the customer. If additional info becomes available on this complaint that could alter the facts and/or conclusion, a supplemental report will be field accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, that while trying to warm channel a to thirty-seven degrees celsius, they received a "e08" error message and an audible tone. The customer switched the set to channel b and received the same message and tone. As a result, an alternate device was employed. The surgical procedure was completed successfully, and thee were no delays, no blood loss or no adverse consequences to the pt.